Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. . (B)(4).

Event description:
The customer¿s family member reported via phone call that the insulin pump received a critical pump error. Customer¿s blood glucose level was unknown. Customer went for the swimming. Customer reported that they received open book image and red x on screen. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. Critical pump error (open book image) not confirmed. Device failed the sleep current test due to moisture damage on the electronic assembly.